Manufacturer narrative:
(B)(4).

Event description:
It was reported that small r-waves and undersensing of r-waves were noted during a defibrillation test. The lead was capped and replaced during a device upgrade procedure. The patient was doing fine.